Manufacturer narrative:
During service at the manufacturer, the service technician noted that the device had a leaking symptom, attributable to the torn exhaust hose observed during the device inspection.

Event description:
During testing at the manufacturer facility, it was determined that the device was leaking. There were no adverse consequences related to this event.